Event description:
It was reported that pump experienced malfunction indicated by malf 1, and caller noted that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump.